Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices via 6fr sheath were placed in a moderately calcified common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was reportedly upsized to 14fr and the tavi procedure was completed. Reportedly, following the tavi procedure, it was not possible to remove the catheter and guide wire. The suture limbs were "juggled" and the suture on one of the proglide devices broke. The knot opened and the whole suture was removed. The second proglide device achieved hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide device and being established in the preclose technique. No additional information was provided.